Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed to be a low battery shutdown during review of the device's history log. The device was put through extensive testing including bench handling, defib cycle testing, and functional stress testing without duplicating the report. Internal inspection of the device the battery used at the time of the reported event was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.